Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced cardiac arrest. The patient's physician found ventricular fibrillation as the patient experienced a loss of defibrillation therapy. The patient was resuscitated via external defibrillation. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
The field reported the device was found in backup vvi and an output anomaly was observed. There was no complaint related to the lead and the lead was not returned. Analysis of the ICD found an arc mark on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can. The lead remains implanted.